Event description:
Customer reported an abo typing error with the galileo.

Manufacturer narrative:
Customer states that the issue has been resolved. The reagent probe had pbs crystallization on the tip due to the instrument being powered off for a number of days. The probe was cleaned and the reagents were then pipetted correctly by the instrument. The sample was re-tested and resulted as expected. Instrument is operating as expected. No evaluation necessary, issue resolved.